Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/11/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: I am the one reporting this adverse event. I have 3 boxes of suture to return to you but have not received a return box.

Event description:
It was reported that a patient underwent a orthopedic procedure on (B)(6) 2024 and barbed suture was used. During an unknown joint replacement procedure that they were having problems with the needle popping off the suture. They went through almost an entire box during this procedure. There were no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 9/18/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported that "...they went through almost an entire box during this procedure..." Please clarify how many devices were used on this single event. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The following information was reported: facility believes this is a lot issue and are returning the 3 remaining boxes they have of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.